Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had a syncopal episode. When the patient presented at the physician¿s office, it was discovered that the right ventricular (rv) lead impedance had been trending upward into the high range. An interrogation revealed no capture issues. It was decided to monitor the patient more closely. The lead remains in use. No further patient complications have been reported as a result of this event.